Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported inappropriate therapy and backup mode could not be conclusively determined. (B)(4).

Event description:
The patient presented to the hospital upon receiving inappropriate therapy. Upon interrogation the device was found to be in backup vvi mode. The device was explanted and replaced and the patient condition was good.